Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During a thrombectomy procedure, a retriever was used in the occluded left middle cerebral artery (l-mca). It was reported that a hemorrhage around perforators of the l-mca were confirmed during the procedure. The physician administered 36.2mg of tissue plasminogen activator (tpa) and protamine (dose unknown) in response to the event. The relationship between the device used and the patient¿s hemorrhage is unknown. No additional information is available.